Event description:
Customer states the drain broke upon retrieval from patient and patient needed to be taken into surgery.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.